Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture by ultrasound. Device remains implanted.

Event description:
On explant, the right side device is not ruptured.

Manufacturer narrative:
Device evaluation: no observation is performed for the complaint as the event is no complaint against the device. Additional observations: no other observations were observed on the device. No further actions are required as the device was received out of its sealed package. A review of the device history record has been completed. No deviations or non-conformances noted.